Event description:
It was reported that the pump did not recognize being locked. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a missing battery door and scratched lcd lens. There was no evidence to review in the event history log. During the functional testing, the reported problem was duplicated; device did not register locking with the key. The most probable cause is a faulty latch lock flex sensor. The latch lock flex sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.